Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and a test battery cap. No audible tone or no vibration alert occurred upon battery insertion, and there was a blank display. The battery cap was able to fully tighten. The battery compartment crack was observed from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. The leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of additional moisture inside the pump. The alleged "battery life" issue was not duplicated during investigation. The pump was unresponsive due to battery compartment damage and moisture contamination. The "battery life" was unable be adequately investigated due to the inability to verify the current draw values and black box data.